Event description:
Surgeon reports 7 days post-operative lens implantation pt noticed a decrease in acuity and a red eye. Examination revealed cells observed in the anterior chamber as 3+ and vitreous chamber as 3+. Intraocular antibiotic injections were administered (vancomycin, ceftazidine) and the current visual acuity is 20/40+. Culture of vitreal fluid grew staphlococcus epidermidis.